Event description:
It was reported that during the implant procedure for this right ventricular (rv) lead the physician decided to put a knick in this lead to maintain access. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this right ventricular (rv) lead the physician decided to put a knick in this lead to maintain access. This rv lead remains in service. No adverse patient effects were reported.